Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump user experienced an unresponsive sleep/wake button despite tapping the designated area, with vibration feedback present when touching or holding the button and no reported impact to blood glucose. Symptoms included no clinical effects. Outcomes included no change to health status and no need for medical care. Investigation included troubleshooting and user education on correct button interaction. Investigation of this case revealed an intermittent or partial responsiveness of the sleep/wake interface consistent with a device control or user-interface performance issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.